Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported readings of 566 mg/dl, 95 mg/dl, and 404 mg/dl within ten minutes on the aviva system. No adverse event reported. Meter and strips replaced and requested for return.